Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was performed using the watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds). The physician encountered difficulty accessing the right groin due to tortuous anatomy. Multiple sheaths and wires were used to successfully gain access to the superior vena cava (svc). Once access was established, the procedure proceeded as planned. The appropriate device size was selected and delivered into the left atrial appendage. During deployment and measurement, a possible clot was observed on the distal end of the sheath or core wire. The decision was made to complete the measurements and leave the device deployed in place in the appendage. Upon removal of the sheath and delivery system, the physician aspirated until all equipment was withdrawn. No further complications occurred, and the patient was discharged.